Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00018.

Manufacturer narrative:
On 07/02/2021, infutronix confirmed with the service provider that the affected device was lost in transit and therefore no root cause could be established. The reported issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021 , a distributor of infutronix reported an issue on behalf of an end user: "the cassette was leaking from the proximal end of the admin set while receiving his therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.